Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged one day post-implant, which was confirmed via x-ray. The physician opted to implant an epicardial lead due to limited lv anatomy for a transvenous lead. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted bodily fluid in the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass guidewire insertion testing at 753 millimeters (mm) from the terminal pin, noted to have been due to dried bodily fluid in the lead lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.